Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that occlusion alarms occurred. Customer changed the pump supplies to address the alarms customer¿s blood glucose (bg) level was 539 mg/dl with moderate ketones. Elevated bg was addressed by a correction bolus via the pump. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin, potassium and anti-nausea medication. Treatment did resolve the issue and there was no permanent damage. Customer declined follow up from tandem technical support for hospital release date. Tandem technical support performed a system check and the pump was is functioning as intended. Ultimately, the customer reverted to an alternate method of insulin delivery.